Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary stenting and had increased cardiac enzymes post index procedure and then approximately 18 months post procedure experienced angina pain. This is a (B)(6) female with medical history including angina, family history of coronary artery disease, hypertension, current smoker, migraines, skin rash, irritable bowel syndrome, gerd and restless leg syndrome. The index procedure ((B)(6) 2010) was performed for unstable angina. Dual anti-platelet medication regimen was initiated and continued post procedure. Double vessel disease was noted on angiography. The target lesion in the mid rca was described as de novo, non-calcified, non-tortuous, non-thrombotic and type b. One cypher rx stent was delivered without report of difficulty. Post procedure flow was noted to be timi 3. The troponin level peri procedurally was elevated. The patient was discharged the day after the procedure pain free. At the 30 day follow up, no angina was reported. At the 6 month follow up, no angina was reported. At the 12 month follow up, no angina was reported. At the 15 month follow up, no angina was reported. At the 18 month follow up, unstable angina was reported. Dual anti-platelet medication regimen has been ongoing without interruption. No treatment was reported. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15061331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the patient has known double vessel disease, while there is no way to dissociate the index stent from the event, it is likely that patient factors may have contributed to the reported events.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) female patient was part of (B)(4) study. The patient received a 3.5 x 18mm cypher stent in the mid rca. Post procedure troponin I was 6.88 > 0.08. Approximately eighteen months post index procedure, the patient experienced unstable angina. No treatment was given.